Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was black colored debris inside of the filter needle. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with no packaging blister. The plastic shield has black specks that appear to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 305211, lot number 1179638. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot.

Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 experienced foreign matter. The following information was provided by the initial reporter:  there appears to be black colored debris inside of this filter needle.